Event description:
Report received that at catheter replacement the pt inadvertently received an additional bolus of medication. The physician primed only the catheter and calculated the bolus for the pump tubing volume. As a result the pt received an additional bolus over the intended amount. Pt received emergency services immediately and later in the day was a bit "floppy" but otherwise suffered no adverse effects. Pt is improving and doing well.